Event description:
It was reported that, ¿the pt developed a rash that began on his knee approximately 3 months post operatively and has since spread. It is believed that he is having an allergic reaction to his knee implant. He has had multiple visits with allergists and dermatologists to try and determine the cause. He was given a cream that helped slightly but has since gotten worse. They are wondering if it is something in the plastic portion and the allergist is looking for a specific substance called phenylenediamine.¿

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.